Manufacturer narrative:
Retain anti-d bioclone, lot db317a1, was run in parallel with the control, lot db314a1 for reactivity of the d antigen. Two d positive cells and two weak d, du+ donor cells and four cells negative for d antigen, were tested as per qat30462, specificity by tube test (same as IFU). At immediate spin, reaction grades of 3.5+ were obtained with the two d positive cells and positive reactions of 2.5+ and 2+ with the two du+ cells after idc. Expected negative results were obtained with the four cells negative for d antigen, at immediate spin and idc. Retain lot db317a1, along with the control, lot db314a1 were tested for potency by 1% bsa titration, qat30551, and recorded on stability section of testing document,qat20058. Results meet stability requirements. Titer endpoints of 1:128 were obtained with the retain and control lot. Btach recod review confirmed no nonconformances associated with lot db317a1. All in-process and release testing met specifications. A worldwide complaint review was performed, only this incident was reported against the lot in question. The root-cause could not be confirmed although the most probable root cause is associated with differences in clones of anti-d used in each of the reagents. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Customer contacting cts to report a discrepant false negative result when testing a patient sample against the bioclone anti-d lot# db317a1 at immediate spin and at the ahg coombs phase of testing. Initial testing was performed in the mts abd/rev gel card lot# 032217037-67 with a 2+ reaction noted in the anti-d microwell. Control well confirmed to be negative. Based on the weaker than expected result in the anti-d well of the listed gel card and the fact that their was no previous history on the patient in question the customer repeated the testing by traditional tube at immediate spin and the ahg phase and observed the negative result. Anti-igg lot# ig173c used in the ahg phase.